Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned guidewire revealed a bent at 15.7cm from its proximal end and a bent just proximal to the proximal bond. The polytetrafluoroethylene (ptfe) coating was slightly scraped at 53.0cm from its proximal end. During functional test, friction was encountered when advancing the guidewire through a demo microcatheter; the friction appeared to be due to bends. The guidewire's hydrophilic coating was examined and found to be confirming to its visual specification. Information available indicated that the guidewire was confirmed to be in good condition post unpacking and preparation; therefore, bends observed likely occurred during re-packaging or transit back to the manufacturer. In addition, the directions for use (dfu) notes to "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of the ptfe, etc)." Based on investigation findings, it is likely that insufficient tightening of the torque device led to the ptfe peeling. Therefore, a root cause of user/use error will be assigned to this investigation.

Event description:
Analysis of the guidewire found peeling of the polytetrafluoroethylene (ptfe) coating from its proximal end. There was no clinical consequence reported to the patient.